Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on (B)(6) 2025, the customer called in reporting that she noticed the filter was leaking. A tiny amount of liquid appeared like a pinhole of liquid. The customer confirmed that she changed the line when event occurred and that it has happened 3 times in the last 2 months. There was unknown patient harm/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.